Event description:
It was reported by the patient's parent that the patient visited the emergency room with diabetic ketoacidosis (dka) and strep throat on (B)(6) 2026. The patient's blood glucose (bg) levels reached greater than 250 mg/dl while wearing the pod. The pod was leaking insulin. The patient's parent being unsure if the pod cannula was properly seated in the infusion site (unspecified). The patient was treated with intravenous insulin for the elevated bg levels and pencillin for the strep throat. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.